Event description:
It was reported that the customer received a ¿sensor already started¿ message when attempting to scan a freestyle libre 3 plus sensor with the ilet system after the sensor had already been started with the abbott mobile application, consistent with a sensor-use conflict. No adverse physiological effects were reported. Outcomes included successful continuation of therapy after the customer replaced the sensor and removed the abbott application to prevent further conflicts and no medical intervention. User support included customer education and troubleshooting regarding sensor pairing and app conflicts. Investigation of this case revealed that the sensor was in use by another device, leading to recognition and pairing failure with the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user system interaction and use error related to sensor pairing on multiple devices.